Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment with unspecified anti-inflammatory drugs (further details not reported) for the event. Pd therapy was ongoing and the patient had recovered from the event. Additional information is not available.